Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours in the leg. The patient reported when the pod was removed the infusion site was sore and appeared infected. The patient sought medical attention and was diagnosed with an infusion site infection. The patient was treated with oral antibiotics and warm compresses. It was also reported that infusion site infections are a reoccurring issue for the patient.